Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 27mm navitor valve (sn (B)(6)) was selected for implant. A pre-dilation was performed with a 22mm balloon. While attempting to implant the valve, it was unable to fully open due to calcification. After 2 deployments, the physician decided to pre-dilate again but with 23mm balloon. A new 27mm navitor valve (sn (B)(6)) was used, but again the same issue occurred. The physician opted to use a 23mm non-abbott valve to complete the procedure. The thought of the under expansion was an excess of calcium. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay. The patient is doing well and there have been no adverse consequences.

Manufacturer narrative:
An event of valve ender expansion was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information and cine review, the cause of the reported valve under expansion could not be conclusively determined. It is possible that the device was too large for the patient or that the patient¿s condition (calcification) contributed to the reported event; however, this could not be confirmed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2024, a 27mm navitor valve (sn (B)(6)) was selected for implant. A pre-dilation was performed with a 22mm balloon. While attempting to implant the valve, it was unable to fully open due to calcification. After 2 deployments, the physician decided to pre-dilate again but with 23mm balloon. A new 27mm navitor valve (sn (B)(6)) was used, but again the same issue occurred. The physician opted to use a 23mm non-abbott valve to complete the procedure. The thought of the under expansion was an excess of calcium. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay. The patient is doing well and there have been no adverse consequences.